Event description:
Spontaneous call: pt's mom is reporting leakage from tubing during the last 5ml of the injection. Pharmacy is changing the tubing now from the f900 to the f600 to see if slowing down the infusion helps correct the problem. No mention of any adverse effects. No other info known. Reported to (B)(6) by pt/caregiver.